Event description:
It was reported that during a thyroid tumor removal, the device had no reaction on the red side even after stimulation after intubation, but there was a reaction when the product was replaced with a new one. There was no patient impact. The procedure was completed with backup product(s) with about 5 to 10 minutes of delay.

Manufacturer narrative:
H3: product analysis confirmed that the device had no reaction on the red side even after stimulation after intubation. Methodology / results: the electrode wires in the returned sample were tested for continuity to manufacturing specifications. Electrode wire 1 of 4 ¿ continuity in specification. Electrode wire 2 of 4 ¿ continuity in specification. Electrode wire 3 of 4 ¿ there is no continuity to the tube. There is continuity to the area where the wires attach to the tube. Electrode wire 4 of 4 ¿ continuity in specification. A review of the xpi found there are checks for damage throughout the process. Product instructions - trivantage revision c (document ID: (B)(4)) includes checks for continuity in the manufacturing pr ocess. Station 004 ¿ leak testing & electrical continuity testing, setup, step 6: set up the electrical continuity test fixture, and load the appropriate size mandrel into the fixture¿s c ollet. Verify the cirrus test unit reads ¿ready to test 100 o¿. Notify the line leader if the display does not read ¿ready to test 100 o¿ and do not start production until corrected. Manufacturing steps: 100%, perform these steps for all fg cfns. Steps 5 through 7 (continuity testing). This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.